Event description:
Patient reported pain after hip dislocation after primary left hip surgery which led to a revision surgery on (B)(6) 2012. Patient states surgeon replaced the insert & femoral head. Patient says she feels better after revision surgery.

Manufacturer narrative:
Catalog, lot, expiration, PMA#, and manufacturing date were updated. An event regarding disassociation involving a trident liner was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was performed and concluded: "there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other similar events for the reported lot. A medical review was completed based on the received information. There was no documentation of a dislocation on review of the medical records. The clinician determined that there was no evidence the device was responsible for this clinical situation. No further investigation is required at this time.

Event description:
Patient reported pain after hip dislocation after primary left hip surgery which led to a revision surgery on (B)(6) 2012. Patient states surgeon replaced the insert & femoral head. Patient says she feels better after revision surgery.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown trident alumina insert. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.